Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, the fse found that the system failed to boot up due to software issue. The philips engineer reinstalled the software. After reinstalling software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and reinstalled the system software. The device was returned to expected functionality.